Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on different dates, using two different lot numbers. This MFR. Report addresses patient result one (1) of three (3) and lot number 1064145 (total quantity: 1). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal swab that generated a positive result. Repeat testing was not performed. Pcr confirmation testing (platform: core lab) was performed at a health care providers on (B)(6) 2022 using a nasopharyngeal sample in vtm which generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-04493.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and an additional information to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064145 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064145 and test base part number 190-430 / lot 1064145. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064145 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.